Manufacturer narrative:
Product event summary: the device was not returned for analysis; however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated a full electrical reset. A critical ram parity error occurred in address 0e38 on (B)(6) 2016. Power on reset (por) severity is low so the device should be able to fully recover after reset. Patient was exposed to several computerized tomography (CT) scans prior to por. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device experienced a power on reset (por) which resulted in the patient experiencing pacemaker syndrome. The patient was hospitalized and the device was reprogrammed. It was noted that the patient had received several computerized tomography scans prior to the por. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.